Manufacturer narrative:
The subject prod has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.

Event description:
It was reported that the device was producing straight shots. Produced several correctly then began firing straight. Lap ventral procedure with collamend.